Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is caused by environmental factors that prevent proper cleaning of the lens surface. Resulting in blurring of the image.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4) we will continue to investigate this situation and if necessary, file a supplemental report. This complaint was initially assessed as not FDA reportable on june 22, 2021. Due to memo and policy change effictive july 1, the new awareness date for this MDR will be july 1, 2021. The dt was reassessed as FDA reportable on july 15, 2021.

Event description:
Pentax medical was made aware of an event that occurred in the operating room during use in the pai region ((B)(6)). The reported complaint to the senior territory manager is as follows: the physician complained about intermittent blurry images he has experienced at other hospitals ((B)(6) hospital). He said he "no longer intubates the terminal ileum because the mucous sticks to the lens and the only way to get it off is to withdraw the colonoscope completely out of the patient, wipe it off with a cloth (which is easy to remove the debris on the lens) and then reinsert into the patient and begin again." The territory manager managed to placate him with some options but the next procedure he had a very blurry lens on a brand new ec38-i10nl (#(B)(4)) that had never been used before. All of their nurses commented on the poor visibility too and I would have scored this a 3/10 for visibility as it had the same characteristics of resilient blurry spots at (B)(6), etc. That doesn't have the ability to be cleared by the water nozzle. Even though these blurry smudges happened to be in the middle of the lens, the advanced water nozzle spray (that actually doesn't cover the top and bottom of the lens) could not remove it and it progressed into a larger smudge/blur that impaired visibility during the procedure. Upon inspection post procedure the senior territory manager noticed its water spray was barely getting off the distal tip (compared to ~6"-8" spray over the lens and off the distal tip) and was sporadic and weak. The sales associate felt significant pressure in the air/water channel when reprocessing but was eventually able to manually flush fluid through it with a syringe. I expected this to remedy the anemic water delivery the next procedure it was used but unfortunately it was still poor. There was no adverse event reported with this complaint.